Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was displaying ¿lost communication with the analyzer¿ message after updating the programmer with the latest software. The company representative swapped the analyzers and the issue was resolved. It was indicated that it would be returned for repair. There was no patient involvement indicated.